Event description:
It was reported when inserting the non-preloaded ar40e model intraocular lens (iol) into the patient's eye the incision was not large enough and the haptic tore off. The iol was partially inserted when the event occurred. The iol was not stuck in the cartridge and there was no patient injury however it is unknown if medical or surgical intervention was required. Another iol with the same model and diopter, ar40e 14.0 diopter, was implanted into the patient¿s ocular dexter (right eye). Patient status post-procedure was reported as fine. No further information is available.

Manufacturer narrative:
Additional information: section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.